Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right essure coil had migrated and was outside the uterine myometrium/failure to occlude (close) fallopian tube') and gallbladder operation ('surgery (other) type of surgery: gallbladder') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device placement issue "2 coils remained in the endometrial cavity". On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("severe menstrual pain"). In (B)(6) 2015, the patient experienced nausea ("nausea"), vision blurred ("vision problem/vision/eye problems type: blurry vision,") and hypotension ("other injury(ies) or complication please describe: low blood pressure."). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced weight fluctuation ("weight fluctuations/weight gain / loss"). On (B)(6) 2017, the patient experienced abdominal distension ("bloating"), 3 years 10 months after insertion of essure. On (B)(6) 2017, the patient experienced menstruation irregular ("hormonal changes describe: my period became irregular"). In (B)(6) 2017, the patient experienced tooth disorder ("dental problems"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal infection") and gingival swelling ("dental problems : my gums in the front of my mouth become swollen"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced migraine ("migraines") and the first episode of headache ("headaches"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding / abnormal bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), depression ("depression"), fatigue ("fatigue"), dental caries ("tooth decay"), tooth loss ("tooth loss"), alopecia ("hair loss"), the second episode of headache ("headaches"), infection ("infection (other)"), pelvic pain ("pain"), eye disorder ("eye problem"), biliary colic ("gallbladder pain"), abdominal pain lower ("lower belly pain") and pain in extremity ("leg pain"), underwent gallbladder operation (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss approximately 40lbs"). The patient was treated with clonazepam and surgery (hysterectomy (full)). Essure treatment was not changed. At the time of the report, the device dislocation, gallbladder operation, dysmenorrhoea, abdominal pain, back pain, depression, fatigue, weight fluctuation, dental caries, tooth loss, alopecia, the last episode of headache, hormone level abnormal, vaginal haemorrhage, menorrhagia, infection, migraine, nausea, tooth disorder, dyspareunia, vaginal discharge, pelvic pain, vision blurred, eye disorder, abdominal distension, menstruation irregular, vaginal infection, hypotension, gingival swelling, biliary colic, weight decreased and pain in extremity outcome was unknown and the genital haemorrhage and abdominal pain lower had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, back pain, biliary colic, dental caries, depression, device dislocation, dysmenorrhoea, dyspareunia, eye disorder, fatigue, gallbladder operation, genital haemorrhage, gingival swelling, hormone level abnormal, hypotension, infection, menorrhagia, menstruation irregular, migraine, nausea, pain in extremity, pelvic pain, tooth disorder, tooth loss, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, weight decreased, weight fluctuation, the first episode of headache and the second episode of headache to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: confirmed that her fallopian tubes were occluded.. Diagnostic results: (B)(6) 2017:ultrasound pelvis - right essure coil had migrated and was outside the uterine myometrium. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-sep-2020: pfs received: essure removal date and surgery added. Event coding updated from gastrointestinal disorder to abdominal distension. New events added: lower belly pain, leg pain, reporters were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right essure coil had migrated and was outside the uterine myometrium/failure to occlude (close) fallopian tube') and gallbladder operation ('surgery (other) type of surgery: gallbladder') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device placement issue "2 coils remained in the endometrial cavity". On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("severe menstrual pain"). In (B)(6) 2015, the patient experienced nausea ("nausea"), vision blurred ("vision problem/vision/eye problems type: blurry vision,") and hypotension ("other injury(ies) or complication please describe: low blood pressure."). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced weight fluctuation ("weight fluctuations/weight gain / loss"). On (B)(6) 2017, the patient experienced abdominal distension ("bloating"), 3 years 10 months after insertion of essure. On (B)(6) 2017, the patient experienced menstruation irregular ("hormonal changes describe: my period became irregular"). In (B)(6) 2017, the patient experienced tooth disorder ("dental problems"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal infection") and gingival swelling ("dental problems : my gums in the frunt of my mouth become swollen"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced migraine ("migraines") and the first episode of headache ("headaches"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding / abnormal bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), depression ("depression"), fatigue ("fatigue"), dental caries ("tooth decay"), tooth loss ("tooth loss"), alopecia ("hair loss"), the second episode of headache ("headaches"), infection ("infection (other)"), pelvic pain ("pain"), eye disorder ("eye problem"), biliary colic ("gallbladder pain"), abdominal pain lower ("lower belly pain") and pain in extremity ("leg pain"), underwent gallbladder operation (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss approximately 40lbs"). The patient was treated with clonazepam and surgery (hysterectomy (full)). At the time of the report, the device dislocation, gallbladder operation, dysmenorrhoea, abdominal pain, back pain, depression, fatigue, weight fluctuation, dental caries, tooth loss, alopecia, the last episode of headache, hormone level abnormal, vaginal haemorrhage, menorrhagia, infection, migraine, nausea, tooth disorder, dyspareunia, vaginal discharge, pelvic pain, vision blurred, eye disorder, abdominal distension, menstruation irregular, vaginal infection, hypotension, gingival swelling, biliary colic, weight decreased and pain in extremity outcome was unknown and the genital haemorrhage and abdominal pain lower had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, back pain, biliary colic, dental caries, depression, device dislocation, dysmenorrhoea, dyspareunia, eye disorder, fatigue, gallbladder operation, genital haemorrhage, gingival swelling, hormone level abnormal, hypotension, infection, menorrhagia, menstruation irregular, migraine, nausea, pain in extremity, pelvic pain, tooth disorder, tooth loss, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, weight decreased, weight fluctuation, the first episode of headache and the second episode of headache to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: confirmed that her fallopian tubes were occluded.. Diagnostic results: (B)(6) 2017:ultrasound pelvis - right essure coil had migrated and was outside the uterine myometrium. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right essure coil had migrated and was outside the uterine myometrium/failure to occlude (close) fallopian tube') and gallbladder operation ('surgery (other) type of surgery: gallbladder') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device placement issue "2 coils remained in the endometrial cavity". On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("severe menstrual pain"). In (B)(6) 2015, the patient experienced nausea ("nausea"), vision blurred ("vision problem/vision/eye problems type: blurry vision,") and hypotension ("other injury(ies) or complication please describe: low blood pressure."). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced weight fluctuation ("weight fluctuations/weight gain / loss"). On (B)(6) 2017, the patient experienced abdominal distension ("bloating"), 3 years 10 months after insertion of essure. On (B)(6) 2017, the patient experienced menstruation irregular ("hormonal changes describe: my period became irregular"). In (B)(6) 2017, the patient experienced tooth disorder ("dental problems"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal infection") and gingival swelling ("dental problems : my gums in the front of my mouth become swollen"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced migraine ("migraines") and the first episode of headache ("headaches"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding / abnormal bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), depression ("depression"), fatigue ("fatigue"), dental caries ("tooth decay"), tooth loss ("tooth loss"), alopecia ("hair loss"), the second episode of headache ("headaches"), infection ("infection (other)"), pelvic pain ("pain"), eye disorder ("eye problem"), biliary colic ("gallbladder pain"), abdominal pain lower ("lower belly pain"), pain in extremity ("leg pain"), dyspepsia ("heart burn") and dysgeusia ("metal taste in mouth"), underwent gallbladder operation (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss approximately 40lbs"). The patient was treated with clonazepam and surgery (hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, gallbladder operation, dysmenorrhoea, abdominal pain, back pain, depression, fatigue, weight fluctuation, dental caries, tooth loss, alopecia, the last episode of headache, hormone level abnormal, vaginal haemorrhage, menorrhagia, infection, migraine, nausea, tooth disorder, dyspareunia, vaginal discharge, pelvic pain, vision blurred, eye disorder, abdominal distension, menstruation irregular, vaginal infection, hypotension, gingival swelling, biliary colic, weight decreased, pain in extremity, dyspepsia and dysgeusia outcome was unknown and the genital haemorrhage and abdominal pain lower had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, back pain, biliary colic, dental caries, depression, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, eye disorder, fatigue, gallbladder operation, genital haemorrhage, gingival swelling, hormone level abnormal, hypotension, infection, menorrhagia, menstruation irregular, migraine, nausea, pain in extremity, pelvic pain, tooth disorder, tooth loss, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, weight decreased, weight fluctuation, the first episode of headache and the second episode of headache to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: confirmed that her fallopian tubes were occluded.. Diagnostic results: (B)(6) 2017:ultrasound pelvis - right essure coil had migrated and was outside the uterine myometrium. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: pfs received: event heart burn and metal taste in mouth added. Action taken with drug added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right essure coil had migrated and was outside the uterine myometrium/failure to occlude (close) fallopian tube') and gallbladder operation ('surgery (other) type of surgery: gallbladder') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device placement issue "2 coils remained in the endometrial cavity". On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("pain/pelvic pain"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("severe menstrual pain"). In (B)(6) 2015, the patient experienced nausea ("nausea"), vision blurred ("vision problem/vision/eye problems type: blurry vision,") and hypotension ("other injury(ies) or complication please describe: low blood pressure."). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced weight fluctuation ("weight fluctuations/weight gain / loss"). On (B)(6) 2017, the patient experienced abdominal distension ("bloating"). On (B)(6) 2017, the patient experienced menstruation irregular ("hormonal changes describe: my period became irregular"). In (B)(6) 2017, the patient experienced tooth disorder ("dental problems"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal infection") and gingival swelling ("dental problems : my gums in the front of my mouth become swollen"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced migraine ("migraines") and the first episode of headache ("headaches"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding / abnormal bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain/lower back pain"), depression ("depression"), fatigue ("fatigue"), dental caries ("tooth decay"), tooth loss ("tooth loss"), alopecia ("hair loss"), the second episode of headache ("headaches"), infection ("infection (other)"), eye disorder ("eye problem"), biliary colic ("gallbladder pain"), abdominal pain lower ("lower belly pain"), pain in extremity ("leg pain"), dyspepsia ("heart burn") and dysgeusia ("metal taste in mouth"), underwent gallbladder operation (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss approximately 40lbs"). The patient was treated with clonazepam and surgery (hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, gallbladder operation, dysmenorrhoea, abdominal pain, depression, fatigue, weight fluctuation, dental caries, tooth loss, alopecia, the last episode of headache, hormone level abnormal, menorrhagia, infection, migraine, nausea, tooth disorder, dyspareunia, vision blurred, eye disorder, abdominal distension, menstruation irregular, hypotension, gingival swelling, biliary colic, weight decreased, pain in extremity, dyspepsia and dysgeusia outcome was unknown, the genital haemorrhage, vaginal discharge, vaginal infection and abdominal pain lower had resolved and the back pain, vaginal haemorrhage and pelvic pain was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, back pain, biliary colic, dental caries, depression, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, eye disorder, fatigue, gallbladder operation, genital haemorrhage, gingival swelling, hormone level abnormal, hypotension, infection, menorrhagia, menstruation irregular, migraine, nausea, pain in extremity, pelvic pain, tooth disorder, tooth loss, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, weight decreased, weight fluctuation, the first episode of headache and the second episode of headache to be related to essure. The reporter commented: discrepancy noted: as per pfs device was not removed. Also. Outcome of the event "vaginal bleeding" was decrease on month after essure removal and disappear after 2 weeks of removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: confirmed that her fallopian tubes were occluded.. Diagnostic results: (B)(6) 2017:ultrasound pelvis - right essure coil had migrated and was outside the uterine myometrium. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2020: pfs received. Reporter information was added. Rcc was updated. Onset date for the event "pain/pelvic pain" was added. Outcome of the events "infection (bladder/ urinary tract/vaginal) type: vaginal infection and vaginal discharge, back pain, lower abdominal pain, pelvic pain, vaginal bleeding was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right essure coil had migrated and was outside the uterine myometrium/failure to occlude (close) fallopian tube') and gallbladder operation ('surgery (other) type of surgery: gallbladder') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device placement issue "2 coils remained in the endometrial cavity". On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("pain/pelvic pain"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("severe menstrual pain"). In (B)(6) 2015, the patient experienced nausea ("nausea"), vision blurred ("vision problem/vision/eye problems type: blurry vision,") and hypotension ("other injury(ies) or complication please describe: low blood pressure."). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced weight fluctuation ("weight fluctuations/weight gain / loss"). On (B)(6) 2017, the patient experienced abdominal distension ("bloating"). On (B)(6) 2017, the patient experienced menstruation irregular ("hormonal changes describe: my period became irregular"). In (B)(6) 2017, the patient experienced tooth disorder ("dental problems"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal infection") and gingival swelling ("dental problems : my gums in the frunt of my mouth become swollen"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced migraine ("migraines") and the first episode of headache ("headaches"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding / abnormal bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain/lower back pain"), depression ("depression"), fatigue ("fatigue"), dental caries ("tooth decay"), tooth loss ("tooth loss"), alopecia ("hair loss"), the second episode of headache ("headaches"), infection ("infection (other)"), eye disorder ("eye problem"), biliary colic ("gallbladder pain"), abdominal pain lower ("lower belly pain"), pain in extremity ("leg pain"), dyspepsia ("heart burn") and dysgeusia ("metal taste in mouth"), underwent gallbladder operation (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss approximately 40lbs"). The patient was treated with clonazepam and surgery (hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, gallbladder operation, dysmenorrhoea, abdominal pain, depression, fatigue, weight fluctuation, dental caries, tooth loss, alopecia, the last episode of headache, hormone level abnormal, menorrhagia, infection, migraine, nausea, tooth disorder, dyspareunia, vision blurred, eye disorder, abdominal distension, menstruation irregular, hypotension, gingival swelling, biliary colic, weight decreased, pain in extremity, dyspepsia and dysgeusia outcome was unknown, the genital haemorrhage, vaginal discharge, vaginal infection and abdominal pain lower had resolved and the back pain, vaginal haemorrhage and pelvic pain was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, back pain, biliary colic, dental caries, depression, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, eye disorder, fatigue, gallbladder operation, genital haemorrhage, gingival swelling, hormone level abnormal, hypotension, infection, menorrhagia, menstruation irregular, migraine, nausea, pain in extremity, pelvic pain, tooth disorder, tooth loss, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, weight decreased, weight fluctuation, the first episode of headache and the second episode of headache to be related to essure. The reporter commented: discrepancy noted: as per pfs device was not removed. Also. Outcome of the event "vaginal bleeding" was decrease on month after essure removal and disappear after 2 weeks of removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: confirmed that her fallopian tubes were occluded.. Diagnostic results: (B)(6) 2017:ultrasound pelvis - right essure coil had migrated and was outside the uterine myometrium. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jan-2021: quality-safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("right essure coil had migrated and was outside the uterine myometrium/failure to occlude (close) fallopian tube"), genital haemorrhage ("heavy bleeding") and gallbladder operation ("surgery (other) type of surgery: gallbladder") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "2 coils remained in the endometrial cavity". On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced nausea ("nausea") and visual impairment ("vision problem/vision/eye problems type: blurry vision,"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia and vaginal discharge. In (B)(6) 2016, the patient experienced weight fluctuation ("weight fluctuations/weight gain/loss"). On (B)(6) 2017, the patient experienced menstruation irregular ("hormonal changes describe: my period became irregular"), 4 years 1 month after insertion of essure. In (B)(6) 2017, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal infection") and gingival swelling ("dental problems: my gums in the front of my mouth become swollen"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced migraine ("migraines") and the first episode of headache. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), abdominal pain ("abdominal pain"), back pain, depression, fatigue, dental caries ("tooth decay"), tooth loss, alopecia ("hair loss"), the second episode of headache ("headaches"), infection ("infection (other)"), tooth disorder ("dental problems"), pelvic pain, eye disorder ("eye problem"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), hypotension ("other injury(ies) or complication please describe: low blood pressure.") And biliary colic ("gallbladder pain"), underwent gallbladder operation (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss approximately (B)(6)"). The patient was treated with clonazepam. At the time of the report, the device dislocation, genital haemorrhage, gallbladder operation, dysmenorrhoea, abdominal pain, back pain, depression, fatigue, weight fluctuation, dental caries, tooth loss, alopecia, the last episode of headache, hormone level abnormal, vaginal haemorrhage, menorrhagia, infection, migraine, nausea, tooth disorder, dyspareunia, vaginal discharge, pelvic pain, visual impairment, eye disorder, gastrointestinal disorder, menstruation irregular, vaginal infection, hypotension, gingival swelling, biliary colic and weight decreased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, biliary colic, dental caries, depression, device dislocation, dysmenorrhoea, dyspareunia, eye disorder, fatigue, gallbladder operation, gastrointestinal disorder, genital haemorrhage, gingival swelling, hormone level abnormal, hypotension, infection, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, tooth disorder, tooth loss, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, weight decreased, weight fluctuation, the first episode of headache and the second episode of headache to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: confirmed that her fallopian tubes were occluded. Diagnostic results: (B)(6) 2017: ultrasound pelvis - right essure coil had migrated and was outside the uterine myometrium. Most recent follow-up information incorporated above includes: on 7-jan-2019: plaintiff fact sheet received- reporter information updated. Treatment drug added. New events hormonal changes describe: my period became irregular, infection (bladder/urinary tract/vaginal) type: vaginal infection , other injury(ies) or complication please describe: low blood pressure, dental problems : my gums in the front of my mouth become swollen, gallbladder pain were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.